Event description:
The customer was hospitalized due to high blood glucose. The blood glucose level at the time of the incident was 580 mg/dl. Prior to the event, the customer experienced dry mouth and slurred speech. The patient was treated with antibiotics. The current blood glucose reading was 107 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.